Manufacturer narrative:
An event of device deformity noted during procedure was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images received appeared to show device in bulbous deformation. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer talisman delivery sheath to close a patent foramen ovale (pfo). During device preparation it was noted that the device appeared to have no waist and looked to be shaped as one bubble. The decision was made to replace the device. No other 30-25mm sized occluder was available so a 35-25mm amplatzer talisman pfo occluder was selected as a replacement. During implant it was noted that the skirt of the device was too close in proximity to the aorta and the device took on a bubble shape. The occluder and delivery sheath were both removed from the patient and replaced with a 25mm amplatzer multi-fenestrated septal occluder - cribriform and 8f amplatzer trevisio intravascular delivery system to complete the procedure. The patient status was stable.